Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted to be implanted. After the device was connected to the electrode, an interrogation was attempted. A telemetry communication failure was encountered, and three different programmers were all unsuccessful at interrogating the device. A new device was provided and the implant procedure was completed with no further issues. After the case, additional attempts were made to establish telemetry and interrogate the device but the issue could not be resolved. Four boxed devices were scanned and there were no issues with telemetry, confirming the programmer was not the problem. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted to be implanted. After the device was connected to the electrode, an interrogation was attempted. A telemetry communication failure was encountered, and three different programmers were all unsuccessful at interrogating the device. A new device was provided and the implant procedure was completed with no further issues. After the case, additional attempts were made to establish telemetry and interrogate the device but the issue could not be resolved. Four boxed devices were scanned and there were no issues with telemetry, confirming the programmer was not the problem. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This product has not yet been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was attempted to be implanted. After the device was connected to the electrode, an interrogation was attempted. A telemetry communication failure was encountered, and three different programmers were all unsuccessful at interrogating the device. A new device was provided and the implant procedure was completed with no further issues. After the case, additional attempts were made to establish telemetry and interrogate the device but the issue could not be resolved. Four boxed devices were scanned and there were no issues with telemetry, confirming the programmer was not the problem. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This s-ICD was thoroughly inspected and analyzed upon receipt. It was confirmed the device could not be interrogated and it exhibited no wake up pulses, or tones when a magnet was applied. The device case was removed to facilitate inspection and testing of the internal components. The battery was measured and the voltage was too low to support critical device functions (e.g., telemetry capabilities). The battery was removed and an external power source was connected to the device. The current draw was measured and found to be normal. As such, the battery was forwarded for detailed testing. Analysis of the battery confirmed it was depleted but the root cause was unable to be determined.